Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (gong alarms) has been confirmed. Upon investigation the monitor failed an ECG baseline. The cause for the failure and the reported gong alarms was isolated to a defective esd3 diode array on the computer/analog pca. Additionally, high-voltage capacitor c19 was fractured on the defibrillator pca. The monitor enclosure showed signs of physical abuse. The root cause for the defective diode array could not be positively identified. The root cause for the damaged capacitor was excessive force. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient was receiving frequent gong alarms.